Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to anatomic stress urinary incontinence. It was reported that following insertion the patient experienced pain, bladder infections, urinary incontinence, discomfort, dyspareunia, pelvic pain, pain in abdomen, feet and legs, nausea and acid reflux. It was reported that the patient underwent mesh revision on (B)(6) 2013. (B)(4).